Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self test, the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify button error alarm during testing, e70 alarm and a35 alarm due to motor error alarm. However, no damage on keypad assembly. No unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the motor error and motor position encoder alarm and also had keypad anomaly after moisture exposure. The drive support cap was normal. The customer stated that, the insulin pump stuck in the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.